Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes are under filling. Customer called to report that they are having issues with the sodium heparin vacutainers, she states that they are only drawing to about 5 - 7 ml's. This has been an ongoing issue, she does have samples to return. She stated that they are testing for research purposes, and the testing they do needs a certain amount and the tubes blood volume is insufficient.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. .

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes are under filling. Customer called to report that they are having issues with the sodium heparin vacutainers, she states that they are only drawing to about 5 - 7 ml's. This has been an ongoing issue, she does have samples to return. She stated that they are testing for research purposes, and the testing they do needs a certain amount and the tubes blood volume is insufficient.